Event description:
It was reported that the patient presented for in-clinic follow up after episodes of pacing inhibition and syncope. It was observed that the pulse generator was unable to be interrogated and had no magnet response. Premature battery depletion was suspected. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of no magnet response and no telemetry were confirmed. The reported event of premature discharge of battery was not confirmed. As received, the device had normal output and no telemetry. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found at normal levels. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
Correction: alleged pacing inhibition should have been loss of low voltage output that led to pauses in heart rate.